Event description:
A simplygo mini device was returned to the manufacturer for inspection/evaluation. There is no allegation of patient harm. No clinical information or medical intervention was specified. During the evaluation, the manifold and compressor were replaced due to significant vibration and loud operating sound. The sieve canister was replaced due to the alarm indicating, "sieve canister needs to be checked." The power connector was replaced due to damage - no thermal damage or wires were exposed. After the comprehensive examination, the unit is operating correctly.